Event description:
It was reported that, during breast augmentation, the patient was burned on the leg where the rem (return electrode monitor) was placed. The rem used was non-(B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".